Manufacturer narrative:
On 02/11/21, the apc/esu system was returned and thoroughly inspected/tested by the canadian distributor, vantage endoscopy (note: at that time, they were not informed by the hospital that the devices were involved in a patient incident.). A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output or flow check. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided, it appears combustible gases (e.g., methane and/or hydrogen with oxygen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. There are warnings in the erbe apc user manual and notes on use for erbe's apc application devices addressing this type of situation. Erbe USA, inc. Is now closing the file on this event.

Event description:
Per a lawsuit in canada (B)(6) and from information gather through the canadian distributor, the patient came to (B)(6) hospital on (B)(6) 2021 with rectal bleeding. On (B)(6) 2021, an endoscopic examination revealed that she had a 3mm bleeding polyp. The attending physician decided to remove the polyp with an apc application and stop the bleeding. The erbe argon plasma coagulator (apc)/electrosurgical unit (esu) system used was an apc with an esu (model vio 300 d, part number 10140-000, serial number (B)(6). When the equipment was activated, an explosion occurred in the bowel. The subsequent visual inspection revealed a 15-20 mm long, deep tear in the affected section of the bowel. Despite an emergency colectomy, administration of blood, resuscitation and intensive medical treatment, the patient died on (B)(6) 2021 in hemorrhagic shock. The incident was not reported by the hospital to the importer/distributor (vantage endoscopy) or to erbe at that time. Erbe was only informed of this event through the ligation documentation received on 12/11/2023.